Manufacturer narrative:
Technical eval: the catheter shows a single axis bend at the distal-proximal coil transition, 12.8cm from the distal tip. Between 8.8 and 6.0cm from the tip, the exterior surface of the catheter is distorted. The inter-coil separation in this area is not uniform and the separation is larger than in other segments of the tip. This is clear evidence of stretching. The segment between 6.0cm and the tip has a uniform oval shape. The incident is confirmed as reported. The ovalization of the distal 6.0cm could be the reason for the resistance felt when advancing the neuron over the wire in the sheath and during withdrawal of the device. The stretching likely occurred due to the pulling-force put on the neuron when it was withdrawn. The physician did not use the provided peel-away sheath which would make the neuron more susceptible to damage when it was introduced into the pt. The DHR of this manufacturing lot has been reviewed and a copy of the review is attached. A review of the device history record (DHR) was completed on part # 2314-01, (lot# l16231). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.

Event description:
The neuron 070 was introduced into a long sheath without a peel away sheath. It was taken up over a 035 guide wire and resistance was met before the neuron exited the sheath inside the body. It was noted that the iliac artery had tortuosity. The physician did not notice any type of kink in the sheath or the neuron. The physician removed the neuron when resistance was first met then took the wire and neuron out. The transition point to the flexible portion of the neuron started to stretch at the introducer. The physician gently pulled and noticed no unraveling of the catheter. She then went up with another guide catheter without incident and completed the case.